Event description:
Additional information was received reporting formation of a dense fibrous core, para umbilical, enveloping the extensions, whose sheath appeared partially damaged. Changing the generator did not completely resolve the pain. The etiology was updated to possibly related to the device or therapy - incisional site/device tract neurostimulator pocket, lead/extension tract.

Manufacturer narrative:
Continuation of d10: product ID b3400095 lot# serial# (B)(6), implanted: (B)(6) 2023,product type extension product ID b3400095m lot# serial# (B)(6), implanted: (B)(6) 2023, product type extension product ID b3300542 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the report of "identify clinical diagnosis: severely debilitating pain in the umbilical and lateral abdominal region" to " identify clinical diagnosis: not applicable".

Manufacturer narrative:
Continuation of d10: product ID b3400095 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension product ID b3400095m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID b3300542m serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID b35300 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were no contributing factors that may have led to the issue. The neurosurgeon decided to implant a rechargeable device on (B)(6) 2025 because it was thinner, hoping that the pain would subside. An alteration in the impedances of certain contacts not used for stimulation was observed, probably linked to a deterioration of the extension sheath within significant fibrosis in relation to the painful area. During the follow-up consultation on (B)(6) 2025, it was noted that changing the ins had not reduced the pain. It was therefore decided to change the device's implantation site to a position in the right pectoralis major. An attempt to remove the para-umbilical fibrosis was also proposed. The surgery will be performed on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID b3400095 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension product ID b3400095m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID b3300542m serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID b35300 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the event was unresolved with no further action planned.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3400095, lot/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: extension; product ID b3400095m, lot/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the extension was explanted and replaced on (B)(6) 2025.the issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID b3400095, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type extension. Product ID b3400095m, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type extension. Product ID b3300542, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID b35300, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the clinical diagnosis ¿not applicable¿ is un-marked and the clinical diagnosis is updated to ¿severely debilitating pain in the umbilical and lateral abdominal region¿ which means the ¿damaged extension sheath¿ device deficiency caused severely debilitating pain in the umbilical and lateral abdominal region.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400095, serial/lot #: (B)(6), ubd: 01-jul-2025, UDI#: (B)(4); product ID: b3400095m, serial/lot #: (B)(6), ubd: 17-jun-2025, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 17-may-2025, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 15-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had pain, discomfort, and sensations of persistent burning on their abdominal generator when wearing trouser belts and car seat belts. The following day, they had sensation of tingling in the scalp scars, even after stimulation had stopped. The etiology was possibly related to the device or therapy - incisional site/device tract of implantable neurostimulator (ins) pocket. The ins was explanted/replaced. The event also resulted in hospitalization. The issue was ongoing.